Event description:
The customer contacted baxter's technical service center to report a connection issue related to transfer set found during use. The home patient(hp) reported a disconnection between transfer set and titanium adapter. The hp reconnected the transfer set to the titanium adapter and continued treatment. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.